Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4) e1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from france, edwards received notification of a 52 mm evoque procedure by the right femoral vein. During the procedure, an av block was identified and a permanent pacemaker was implanted the same day as the procedure. Patient was in stable conditions.